Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic during a follow-up with intermittent lead noise. Upon interrogation, vf episode caused by oversensing noise on the ventricular lead and resulting in inappropriate atp was noted. Noise was not reproducible. Review of the of the episodes suggested possible lead or environmental noise. Monitoring the device for future episodes was suggested. The patient was stable before, during and after the event.